Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6. Health effect- clinical code (e): 4581- significant reduction of iridocorneal angles and significant shallowing of ac. H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop, significant reduction of ica, and significant shallowing of the ac. In a separate surgery the lens was explanted and the problem was resolved. The cause of the event was reported as unknown.